Event description:
During an ablation procedure, pericardial effusion led to heart tanponade. Puncture of the pericardium, haematoma evacuation, and drainage was performed. The pt was hospitalized in stable condition and placed on artifician pulmonary ventilation. Currently, the pt is fully recovered and has been released from the hosp.